Manufacturer narrative:
D2a: additional common device name: lje catheter, nephrostomy. D2b: additional procode: lje. E1: initial reporter establishment name: (B)(6). H3: device evaluated by mfg? Device anticipated but not yet returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that foreign material was found within the packaging of a bander ureteral diversion stent set. When the distributor was performing an incoming inspection of the complaint device, a hair like fiber was discovered within the packaging. No patient contact was made.